Event description:
On 9/14/93, the pt needed to return to the or to have a tissue expander removed due to infections at the incisional site. No replacement device has been implanted to date. This device had been installed on 8/12/93 replacing another co's tissue expander which had been explanted due to capacity, and not a device failure. It is not rptr's position that the co device failed in any way or was the direct cause of the infection. Close inspection of the device indicated no apparent defect.